Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications this event also includes device (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2018, the patient underwent an emergency endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, aneurysm enlargement with a type ii endoleak was detected. On (B)(6) 2021, a reintervention was performed. As a preventive treatment, stentgrafts were additionally implanted both into the proximal and left distal sides. As a treatment toward a type ii endoleak, the lumbar artery was surgically ligated and aneurysm was incised. The patient tolerated the procedure.